Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was determined that the cause of the reported issue was due to a failure of the lcd display. The lcd display was distorted. With a test display, full alphanumerics were observed. A replacement device was provided to the customer under warranty.

Event description:
The customer reported to physio-control that their device had some vertical lines on the screen. During device evaluation, physio-control observed that the device's display was blank with some vertical lines. Due to this, a device user would not be able to see an ECG on the device's display, nor any instructions or soft buttons. Therefore it might not be possible to deliver therapy when required. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was determined that the cause of the reported issue was due to a failure of the lcd display. The lcd display was distorted. With a test display, full alphanumerics were observed. A replacement device was provided to the customer under warranty. (B)(4). Physio-control evaluated the device and verified the reported issue. It was determined that the cause of the reported issue was due to a failure of the lcd display. The lcd display was distorted. With a test display, full alphanumerics were observed. A replacement device was provided to the customer under warranty. (B)(4).